Manufacturer narrative:
(B)(4). The device was evaluated and the alleged malfunction was verified. The graphical user interface board (gui) printed circuit board ( pcb) was replaced. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator display became blank during patient use. The ventilation was not interrupted. However, the patient was transferred to an alternate ventilator with no harm. Was this condition assessed/defined (blood tests, ECG, md assessment, etc.)? Asku. Were the ventilator settings changed on a replacement device as a result of the event? Asku. Were added patient monitors in use at the time of the reported event? If yes, were there any alarms for changes in condition? Asku. Did the patient have the ability to breathe spontaneously? Can the patient breathe on his/her own? Asku. How long has the patient been on this ventilator? Asku. How long has this patient been on any ventilator? Asku. How often is the patient checked? When was the patient last checked? Asku. What humidifier, volume and patient circuit type used? Asku. Please provide airway type (cuffed or uncuffed, trache, ett, niv, etc), brand (manufacturer) and the size. Asku. What was the power source (ac or external battery)? Asku. How was the reported issue resolved? Were any parts replaced? If so, which parts (include part number and serial number)? Nothing has been done yet. Will any parts be returned to the (B)(4) service center for investigation? Nothing has been determined yet. What is the current status of the ventilator? Has it been returned to service? Still waiting for an inspection.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.